Event description:
It was reported the patient¿s ipg had reached its end of service. Surgical intervention took place wherein the ipg was explanted, replaced and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.